Manufacturer narrative:
The device has not yet been returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. The needle was retrieved and discarded. The procedure was completed with another microtip hand piece. There were no patient complications.